Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl. Customer¿s blood glucose level was 90 mg/dl. Due to back up. Customer reported that they did received change sensor alert. The insulin pump will not be returned for analysis.